Event description:
A medtronic representative reported that during a minimally invasive navigated spine surgery utilizing the stealthstation treon navigation and o-arm imaging systems, navigation was allegedly inaccurate by 4-5 mm in the depth direction after completing a spin with only 3 spheres visible on the navigation reference frame. The surgeon was touching bone, but reported that navigation was displaying the instrument position 4-5 mm too high. The initial o-arm navigated spin was accurate; the inaccuracy appeared after the second navigated spin with the o-arm. The rep verified that the reference frame had not moved. The inaccuracy occurred with both the passive planar ball probe and the mast dilator instrument. After realizing the inaccuracy, they did a third spin with all spheres visible and navigation was again accurate. The case was completed successfully, with no impact to the patient outcome.

Manufacturer narrative:
The stealth archives have not been evaluated for root cause as of the day of this report.

Manufacturer narrative:
A medtronic representative was there for the next case and the system performed properly. No issues detected.